Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not feel anything all the time and it was still not working. It was mentioned that the device had not worked in 2 months and every time they called the urology center they told the patient that the manufacturing representative (rep) would not respond. The patient confirmed there was no movement and he was waiting to hear from the rep. The patient noted that the issue was not resolved. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported she went to see her healthcare professional (hcp) because she ¿didn't feel any movement¿ stating her stimulator had stopped working. The patient stated her hcp used her patient programmer which determined the patient¿s ins had a power on reset (por) which the hcp was unable to clear. The patient mentioned her hcp had said he would have to replace the patient¿s ins, but the hcp called the manufacture representative (rep) who told the hcp ins didn't have to be replaced due to a por, but the ¿generator had to be recharged¿. The patient did not indication the rep was aware of the loss of therapy or the patient had a por. The patient had been in contact with the hcp. The hcp indicated they had been unable to reach the rep to arrange assistance in clearing the por. The patient could not initially recall the message on the ¿doctor screen¿, so the patient used the patient programmer to pull up the message and the patient confirmed the por message was seen in the hcp office. The patient noted they did not feel any movement and the stimulator had stopped working about 6 weeks prior to the call. The patient noted the por message was seen in the hcp¿s office on (B)(6) 2018. The patient noted the hcp used her patient programmer to change settings, increase or decrease and turn off for a week to optimize the patient¿s therapy.there were no further complications that have been reported as a result of this event.